Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6) implanted: on (B)(6) 2023, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 15-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen 2000mcg/ml via an implantable pump. It was reported that the patient was experiencing increased in spasticity in his legs. Per physician, they were unable to aspirate catheter access port (cap) and suggested catheter revision. During the procedure, the physician could not aspirate when connected to existing catheter and replaced with a new pieces. After the catheter replacement, the physician was able to aspirate numerous times. The pump was replaced due to preventative measures. The old catheter was discarded. The cause of the event was unknown. The date was unknown prior to the procedure. The issue was resolved.